Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Confined to a wheelchair [mobility decreased]. Case description: an attorney reported that their elderly female client, now (B)(6) years, used fixodent denture adhesive, version unknown cream on dentures that she received 18 years ago, unspecified total daily use, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that have left her confined to a wheelchair, was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion. Treatment: has received and will continue to receive unspecified medical care and treatment. Their client discontinued use of fixodent after she was diagnosed with neuropathy. The case outcome was not recovered/not resolved. Past medical history included: medical history - received dentures approximately 18 years ago. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.